Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. The part was received; an evaluation is currently in progress. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
A manufacturing evaluation was completed: the screw is jammed in a locking compression plate combi-hole. A part of an unknown and broken extraction screw is jammed in the screw head recess. The loosening moment under laboratory conditions was 14.94 nm. The recommended tightening torque of a 5.0 mm locking screw is 4.0 nm. The screw is bent and worn. Due to the damage the dimensions cannot be checked to post-manufacturing dimensions anymore. The rms engineering examination verifies that the plate breakage occurred because of mechanical overloading. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient that underwent previous bi-lateral total knee replacement (tkr) of the right and left knee returned to the doctor on (B)(6) 2013, for a follow up examination regarding the tkr. The patient fell, on an unknown date and x-ray revealed the patient suffered a periprostatic fracture on the left knee; the patient underwent an open reduction internal fixation with a locking distal femur plate-9 holes. The patient was discharged on (B)(6) 2013. On (B)(6) 2014, the patient was readmitted with complaints of discomfort on the left knee. X-rays revealed the patient refractured the left knee along with a broken device. The patient walks with partial weight bearing with walking support aid. Per additional information received on (B)(6) 2014, the patient underwent an open reduction internal fixation revision surgery on (B)(6) 2014, on the left knee with a lcp titanium distal femur plate-9 holes and 5.0mm locking screws x 15. This is report 4 of 4 for complaint (B)(4).